Event description:
Baxter singapore reports six blood leaks occurred between 8/21/98 to 12/24/98 noted by blood in the dialysate compartment during pt treatment. All of the dialyzers were noted to be reprocessed two times prior to these reports. Baxter singapore reports no pt injury. One pt was given prophylactic antibiotics at the time of the event.